Manufacturer narrative:
Device evaluation: per visual inspection; downstream occlusion (dso) seal delamination, upstream occlusion (uso) seal is dented. The complaint was confirmed through latch/lock sensor test and error history review. The probable cause of the issue is defective latch lock sensor. Replaced latch lock flex, uso seal, dso sensor and dso seal. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, ¿unit won¿t recognize cassette¿; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated. The event occurred during self-test. There was no patient involvement.